Manufacturer narrative:
(B)(4). Concomitant medical products: palacos bone cement, catalog #: 00111214001, lot #: 80414394, palacos bone cement, catalog #: 00111214001, lot #: 79884392, nexgen lps-flex femoral component, catalog #: 00596401452, lot #: 60804231, nexgen all polyethylene patella, catalog #: 00597206532, lot #: 62884640, nexgen lps-flex articular surface, catalog #: 00596203012, lot #: 62510618. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00133, 0001822565-2018-00157, 0002648920-2018-00164. Product location unknown.

Event description:
It was reported a patient underwent right knee revision due to pain and tibial component loosening. During the procedure, separation of tibial component and cement was noted; no other significant loosening noted. All tibial components were revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. The revision surgical notes indicate that the patient underwent revision due to tibial loosening two years post-implantation. Intra-operatively the tibial component was found to be loose from the cement mantle, especially in the posterolateral region. No other significant loosening was noted. DHR was reviewed and no discrepancies were found. Per the instructions for use, loosening of the prosthetic knee components is a known potential adverse effect of the tka procedure. Also, patient factors that may affect the performance of the components such as bone quality, activity level or type of activity are unknown. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.